Event description:
(B) (4)

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was no capture in either unipolar or bipolar. Impedance had decreased from 915 ohms to 387 ohms and the r waves had decreased from 16.7mv to 4 - 5.7mv. An xray was done that "doesn't look much different from implant." The lead was replaced due to a microdislodgment. No patient complications were reported as a result of this event.